Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loose. The distal end of the device was exposed and there was no stent in the device the distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks was noted on the stainless steel hypotube approximately 28mm and 30mm from the distal end of the stainless steel hypotube indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was implanting a protégé gps for treatment of a calcified lesion with chronic total occlusion in the common iliac artery. The artery was moderately tortuous and severely calcified. The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated with a 10mm admiral balloon. There was sufficient distal landing zone. The device did not pass through a previously deployed stent and no resistance was met during advancement. It was reported the device deployed to a different location due to the stent jumping. The stent remains in the patient and no further intervention or treatment was required due to the stent jumping to the different location. Another protégé gps was used to complete the case. No patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.